Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (age), a4, b5 and d6a. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient).

Event description:
A: for reports of disassociation we are required to enter the acetabular cup even if it was nor revised . Can you please provide the acetabular cup product / lot information? Altrx pe-inlay 28 x46 mm, hz5395, 01106032950159321723 and pinnacle bantam cup 46 mm, UDI (B)(4). B: was there a surgical delay during the re vision surgery? If yes, please indicate number of minutes delayed. I don't understand this question, I didn't personally do the revision. It was done by prof. Dora. The case took about 1 1 /2 hours so I guess went normal. C. Can you confirm the primary surgery date or the original implantation date? The primary tha was done on (B)(6) 2019 and the patient did quite well and was very happy for 2 years until the dislocation happened (spin out) . D: what is the affected side involved in this event? Left hip. E: please provide patient initials. (B)(6) f. Was the patient experiencing any adverse symptoms that led to the revision surgery? If yes, please provide details. Yes when she experienced this spin out she was unable to walk until that day she was completely symptom free. G: please provide all x-rays relevant to the reported event for example - pre-operative, post primary, prerevision and intervening time points. I took pictures of x-rays (without patient info on it) . All the x-rays are already provided. H: relevant comorbidities. Is a charcot-marie-tooth-disease I: reason for revision . Same as in f j: date of revision. (B)(6) 2021 k: age at the time of the procedure: 23 years l: weight of the patient. She is very lightweight m: height. Her height is 155 cm, body weight 49 .9 kg n: activity level: not very high but she was performing an education as a farmer o: early falls and/or dislocations,. Unknown but not very likely.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular inlay dislocated from acetabular cup 2 years after primary hip arthroplasty. Implants retrieved during revision surgery. Doi: unknown, dor: (B)(6) 2021, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was received for examination. All photographic evidence was reviewed. Physical examination was able to confirm the complaint. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.